Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the thoracic probe was not fitting properly in the associated navlock. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.